Event description:
No alarm for air leakage of circuits.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be fully confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The root cause could not be clearly determined, but user-error as a root cause is highly likely. The correction performed is unknown. There was no reported patient or user harm. The complaint was reported by a user outside of the us.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference 116210200201900176. The hospital report says: "there is a leak in the ventilator circuits, but the ventilator has no alarm." The allegation could not be confirmed. Nether the less has the issue been reported by user and a report has to be submitted to FDA by legal manufacturer.

Event description:
No alarm for air leakage of circuits.